Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent surgery for the screw removal. Intra-op, the driver deformed and the shaft was deviated from normal position. It was noticed there were scratches on the tip of the drivers. Although surgery was done successfully by using another driver. There was a delay of less than 60 minutes in overall procedure time as a result of this event. No patient complications were reported.